Event description:
The customer reported that she received repeated no delivery alarms on the insulin pump. The customer had been provided samples of sets to resolve the issue. Serter and insertion techniques were discussed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).